Event description:
The customer reported device will not power on. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.